Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1011. This ICD was submitted for engineering analysis which resulted that the battery voltage was measuring abnormally high, and the power consumption is also abnormally high. This ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1011. This ICD was submitted for engineering analysis which resulted that the battery voltage was measuring abnormally high, and the power consumption is also abnormally high. This ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.